Event description:
(B)(6) clinical trial. It was reported that subsequent to a stenting treatment procedure the patient experienced a myocardial infarction and in-stent restenosis. The patient presented with atherosclerotic coronary artery disease in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed a 60% stenosed target lesion in the 1st obtuse marginal (om) with a reference vessel diameter of 2.30mm and a lesion length of 6mm. The lesion was not predilated. A 2.50x8mm taxus element stent was deployed, resulting in 0% residual stenosis. In (B)(6) 2012 the patient presented with chest pain and troponin levels were found to be elevated and ECG revealed an inferior st depression and a non-st elevated myocardial infarction was diagnosed. Two days later cardiac catheterization was performed revealing 95% in-stent restenosis of the taxus element stent. A 2.75x12mm promus element stent was advanced to the lesion and deployed, resulting in less than 25% residual stenosis. The patient was discharged later that same day.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Event description:
(B)(4) trial. It was reported that subsequent to a stenting treatment procedure the patient experienced a myocardial infarction and in-stent restenosis. The patient presented with atherosclerotic coronary artery disease in (B)(6) 2011 and underwent a cardiac catheterization procedure which revealed a 60% stenosed target lesion in the 1st obtuse marginal (om) with a reference vessel diameter of 2.30mm and a lesion length of 6mm. The lesion was not predilated. A 2.50x8mm taxus element stent was deployed, resulting in 0% residual stenosis. In (B)(6) 2012, the patient presented with chest pain and troponin levels were found to be elevated and ECG revealed an inferior st depression and a non-st elevated myocardial infarction was diagnosed. Two days later cardiac catheterization was performed revealing 95% in-stent restenosis of the taxus element stent. A 2.75x12mm promus element stent was advanced to the lesion and deployed, resulting in less than 25% residual stenosis. The patient was discharged later that same day.

Manufacturer narrative:
Updated event date from (B)(6) 2012 to (B)(6) 2012. (B)(4).